Event description:
It was reported that prior to a peripheral stenting procedure, the sterile pouch was not sealed. The target lesion was located in the iliac artery and the 7.0x20x75cm express ld stent system was selected for use. While unpacking the device, it was noted that the seal of the sterile pouch was not intact. There was no damage noted to any of the packaging. The device was not used and the procedure was completed with another of the same device. As there was no contact with the patient, no complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).